Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00081.

Manufacturer narrative:
Infutronix is waiting for the device to be returend for evaluation. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system section.

Event description:
On (B)(6) 2020 a distributor of infutronix reported an issue on behalf of an end user: "patient reported the medication bag looked full. Patient sent pictures which showed the medication bag was very full. The pump showed a little over 100ml vtbi plus pharmacy overfill leftover and the bag was still rounded". Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.